Event description:
Reporter indicated the physician was not able to get any response from the pt's device. The pt went in for generator replacement surgery, and during the surgery, the surgeon stated he found a lead fracture. The surgeon elected to replace the entire vns therapy system. Good faith attempts to obtain additional info have been unsuccessful to date.